Event description:
Healthcare professional reported left side device rupture, diagnosed by ultrasound and MRI. Pathology reported ¿collagenous connective tissue with slight infiltration by lymphocytes. Multiple fibrous cells around polarization-optically non-birefringent foreign material, compatible with capsular fibrosis¿ and ¿fibrosing inflammation¿. The device has been explanted with a partial capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. Local reaction-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side device rupture, diagnosed by ultrasound and MRI. Pathology reported ¿collagenous connective tissue with slight infiltration by lymphocytes. Multiple fibrous cells around polarization-optically non-birefringent foreign material, compatible with capsular fibrosis¿ and ¿fibrosing inflammation¿. The device has been explanted with a partial capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture, diagnosed by ultrasound and MRI. Pathology reported ¿collagenous connective tissue with slight infiltration by lymphocytes. Multiple fibrous cells around polarization-optically non-birefringent foreign material, compatible with capsular fibrosis¿ and ¿fibrosing inflammation¿. The device has been explanted with a partial capsulectomy.